Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This event was found in a corporate retro review of social media posts. Corporate has initiated nc, this is a late MDR.

Event description:
In this event it is reported that patient experienced gaps between front teeth after treatment with aligners. This is a facebook social media post that was found in a corporate retro review of social media posts. The outcome of this event is unknown.